Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The complaint plus unit was returned connected together. A guidewire was returned inserted in the device. Examination of the returned device revealed kinks in the guidewire. It was noted that the distal coil of the rotablator catheter was broken and unravelled, and the burr was detached from the distal coil and was stuck on the guidewire spring tip. The burr was removed from the guidewire without any issues. The burr was microscopically examined and found that the annulus of the burr was within specification. The distal coil was broken and the remaining coil was stuck in the proximal end of the burr. Glue was noted on the distal coil where the burr was attached during the manufacturing process. A visual examination of the complaint unit was carried out. The advancer knob was returned in a backward position; it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. No other issues or defect was noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a burr detachment occurred. The target lesion was located in the left circumflex artery (lcx). A 1.50mm rotalink¿ plus was used for procedure. During procedure, it was observed that the tip of the burr separated from the shaft. The entire system, including the tip of the burr were removed from the patient as one unit. The procedure was completed with a different device there were no patient complications reported and the patient's condition was stable.

Event description:
It was reported that a burr detachment occurred. The target lesion was located in the left circumflex artery (lcx). A 1.50mm rotalink¿ plus was used for procedure. During procedure, it was observed that the tip of the burr separated from the shaft. The entire system, including the tip of the burr were removed from the patient as one unit. The procedure was completed with a different device there were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).